Event description:
Pt having some pain in her shoulder area that was felt may have been caused by a chemotherapy leak from a defective implanted port that was removed 3/14/95. Rn spoke with physician who stated pt was feeling better and he did not think she was having her problems from the leakage of the catheter. On 9/5/95, hosps assoc admin was contacted by the pt's spouse stating his wife is continuing to have pain in her shoulder and chest area and now believes she is facing permanent damage.invalid data - regarding single use labeling of device. Patient medical status prior to event: invalid data. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.